Manufacturer narrative:
The tests on archival sample were performed for compliance with the parameters established in product specifications. No defects or other nonconformities were found. The tests on customer sample were performed for compliance with the parameters established in product specifications. The defects under complaint were not confirmed in the sample from customer.

Event description:
User is not able to use or prime insulin pen needle. Probably needles were bent.

Manufacturer narrative:
Method code changed.

Event description:
User is not able to use or prime insulin pen needle. Probably needles were bent.

Manufacturer narrative:
The tests on customer sample were performed for compliance with the parameters established in product specifications. The defects under complaint were not confirmed in the sample from customer. The probable cause of such defect was non-axial twisting pen needle on pen injector.

Event description:
User is not able to use or prime insulin pen needle. Probably needles were bent.